Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that usb cable was bent and would no longer work to charge the pump. Reportedly, the customer received a replacement cable. The customer's blood glucose was 198-199 mg/dl.